Event description:
It was reported that while unloading a patient the cot dropped down injuring the patients head. Further information regarding the injury is unknown.

Event description:
It was reported that while unloading a patient the cot dropped down injuring the patients head. Further information regarding the injury is unknown.

Manufacturer narrative:
The customer did not allege that the cot had malfunctioned. The cot drop event may have been related to operator error. The operators may not have verified that all obstacles were clear before unloading the cot from the ambulance. The device was not returned.